Event description:
Mat#: 515056 batch#: 2305308 it was reported by customer that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Verbatim: customer concerned that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Walked them through proper injector connection technique. 20oct2023 here are the lot numbers of the current products that we have. There was no patient involvement in this instance. Phaseal optima injector (n40-o) ref: 515056 lot:2305308 man date:2023-05-01 exp:2025-10-31 bd secondary set ref: ms3500-15 alaris products exp: 2026-06-16 lot: (10) 23069240 (B)(4) this complaint is based on an observation when preparing chemo. The secondary set is primed in an open fashion with plain fluid, then the injector is attached to the line. Once connected, if you tap the injector on the counter, droplets will release at the connection site. Where would the droplets come from?

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A device history review was performed for reported lot 2305308, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this reported issue. Product undergoes a series of visual and functional evaluations throughout the manufacturing process, including verification that all critical dimensions are within specification. Testing results were reviewed for the reported lot and results were found to be acceptable. Retained samples of lot 2305308 were used for additional evaluation. All product was visually inspected, no defects were observed, product was verified to meet required specification. Based on the available information, we are not able to identify a root cause related to our manufacturing process at this time. It is important to ensure all luer connections are securely tightened before use. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information becomes available. Patient problem code: f27 ¿ no patient involvement. Device problem code: a0504 - leak / splash.

Event description:
Mat#: 515056 batch#: unknown it was reported by customer that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Verbatim: customer concerned that where the locking injector and secondary set (ms3500-15) connect, there are droplets present. Concerned it could be leaking. Walked them through proper injector connection technique. 20oct2023 here are the lot numbers of the current products that we have. There was no patient involvement in this instance. Phaseal optima injector (n40-o) ref:(B)(4). Lot:2305308. Man date:2023-05-01. Exp:2025-10-31. Bd secondary set ref: (B)(4). Alaris products exp: 2026-06-16. Lot: (10) 23069240 (01)10885403222610. This complaint is based on an observation when preparing chemo. The secondary set is primed in an open fashion with plain fluid, then the injector is attached to the line. Once connected, if you tap the injector on the counter, droplets will release at the connection site. Where would the droplets come from?